Manufacturer narrative:
This report is for an unk - constructs: tomofix plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kim, m.s. Et al. (2021), intravenous tranexamic acid has benefit for reducing blood loss after open-wedge high tibial osteotomy: a randomized controlled trial, journal of clinical medicine, vol. 10, pages 1-13 (south korea). The purpose of this study was to investigate the efficacy and safety of intravenous (IV) administration of tranexamic acid (txa) in patients undergoing medial opening wedge high tibial osteotomy (mowhto). Between october 2019 and january 2021, a total of 73 patients underwent mowhto. These patients were divided into 2 groups: txa group which had 10 males and 27 females with a mean age of 54.9 years and the control group which had 9 males and 27 females with a mean age of 55.3 years. The osteotomy site was fixed with a locking plate (tomofix; synthes, solothurn, switzerland) following appropriate correction. The following complications were reported as follows: 5 cases had wound complications. 2 cases had wound dehiscence group and additional suturing was performed. 1 case had due to superficial wound infection so group, antibiotics were additionally administered. 1 case had wound redness and swelling so compression dressing was performed, 1 case had a drainage occur after a day. 38 patients had dvt 5th day after surgery. These patients were referred to the vascular surgeon and cardiologist to take anticoagulant medication if necessary and to follow up with the appropriate department. 7 patients had an asymptomatic pulmonary embolism (pe). These patients were referred to the vascular surgeon and cardiologist to take anticoagulant medication if necessary and to follow up with the appropriate department. This report is for an unknown synthes tomofix. This report is for one (1) unk - constructs: tomofix plate/ screws. This is report 1 of 1 for complaint (B)(4).